Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jan-2018 with the following findings: a review of the black box showed call service 064 motor error occlusion during prime alarms. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with no alarms. The call service issue was unable to be duplicated during investigation. Unrelated to the original complaint, the display was very dim with a red hue.